Event description:
The ge oec 9600 fluoroscopy system displayed pre-charge failure error message.

Manufacturer narrative:
A ge svc rep investigated the issue and removed and replaced a failing battery pack and also found pins pushed in on the lemo plug that were repaired. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.